Event description:
While using the pad she started to smell something burning, lifted her blanket and saw her sheet was starting to burn. States it came from the switch.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.